Event description:
Terumo medical corporation received the following information: it was reported that the tr band started to leak air in recovery. User went to remove air from the tr band and the air was already out of the device despite not all air being removed prior to this. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the tr band was a coronary angio. Approximately 8cc of air were injected into the tr band when it was applied. The leak was from the valve. There was no noticeable damage to the device. Patient was stable.

Manufacturer narrative:
. E3: occupation: cvt h4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.